Event description:
The following description was provided in the initial MDR #2032546-2015-00011 and is now reported here for reference. On (B)(6) 2015, the surgeon provided the device identifiers and eye specific details to enable this new MDR for the fellow eye. Initial: the surgeon reported performing cataract surgery with implantation of the istent in both of the patient's eyes. Surgery was approximately 6-7 weeks ago. Preoperatively, the patient was taking lumigan with good iop control. At the one and 4-week postop visits the iop as 18 in both eyes on no glaucoma medications. One week ago ((B)(6)) she presented with bilateral iritis, 3+ cell and flare, and bilateral iop elevation (37/38 mmhg). Gonioscopy revealed the stent ws in good position, but there was a lot of pigment overlaying the stent and the snorkel. Lotemax and combigan were prescribed and the iops decreased to 18 and cell and flare decreased to 1+ after 3 days. Lab tests were ordered and the patient tested positive for crp and ana so the surgeon suspects an underlying inflammatory process. The surgeon is considering performing yag laser surgery to restore the stent function. The following additional information was provided by the surgeon on (B)(6) 2015 and relates to the patient's left eye. Please note that the initial MDR was filed with FDA #2032546-2015-00011 and at the time of the initial report, no device identifiers or eye specific information was available to file 2 mdrs. Left eye follow-up: cataract surgery with istent implantation was uneventful. Preoperative iop was 19 mmhg and preoperative bcva was 20/50. At the 6-month postop visit on (B)(6) 2015, the patient's iop was 23 mmhg and the patient has been continuing on topical glaucoma drops. The patient's bcva has decreased 2 or more lines and the patient has chronic cme. The patient has been referred to a retina specialist and rheumatologist. The surgeon believes the iop rise was the result of a steroid response and persistent iritis. The iritis has not resolved and the patient is continuing on topical steroids. The istent has become obstructed with pigment, however yag treatment is not being performed at this time due to persistent iritis. The patient's prognosis/status is fair.

Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. The device history records were reviewed and there were no issues that relate to the reported event. Iritis, iop elevation, and stent occlusion are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).